Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. (B)(6) 2012, the patient obtained the error message error 1 on the reported meter; he was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient manages his diabetes with oral medications, diet and exercise. Two days afterwards, the patient experienced the symptom of frequent urination. The patient did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient's meter was returned to lifescan for evaluation. Evaluation revealed there was a data corruption on the u6 eeprom; the meter failed testing. Product analysis testing re-wrote the data, and the error 1 error message issue was resolved. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the reported meter error message issue. Therefore, this complaint is being reported.

Manufacturer narrative:
The patient's meter was returned to lifescan for evaluation. Evaluation revealed there was a data corruption on the u6 eeprom; the meter failed testing. Product analysis testing re-wrote the data, and the error 1 error message issue was resolved. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.